Event description:
Blood glucose read 16 mg/dl back to back with a glucose result of 75 mg/dl within a few minutes. No treatment was reportedly received and no actions taken. A request was made for the return of the suspect device and replacement product was sent.